Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted:(B)(6) through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 292 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, refer to the attached trend chart for mar2016-mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass shows an increase (B)(6) 2018 thru january 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline . The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure t

Event description:
Event verbatim [preferred term] painful burn [thermal burn] , my skin was peeling [skin exfoliation] , I used a thermacare heat wrap on my abdomen for menstrual pain [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for menstrual pain. The patient medical history and concomitant medications were not reported. The patient stated that she used a thermacare heat wrap on her abdomen for menstrual pain and noticed today 17mar2019 that her skin was peeling from a painful burn on an unspecified date. She hadn't noticed until she had pain when she rubbed across her stomach. She thought these were safe. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint, initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 292 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, refer to the attached trend chart for mar2016-mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru january 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline . The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The investigation is completed and will be approved. The trending did not reveal an increase.follow-up (20may2019): new information received from product quality complaints included: investigation results.company clinical evaluation comment:based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] painful burn [thermal burn] , my skin was peeling [skin exfoliation], I used a thermacare heat wrap on my abdomen for menstrual pain [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for menstrual pain. The patient medical history and concomitant medications were not reported. The patient stated that she used a thermacare heat wrap on her abdomen for menstrual pain and noticed today (B)(6) 2019 that her skin was peeling from a painful burn on an unspecified date. She hadn't noticed until she had pain when she rubbed across her stomach. She thought these were safe. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device.